Manufacturer narrative:
It was reported that the patient's posterior column of the acetabulum was likely fractured during surgery causing shifting of the cup. A revision surgery is planned to replace the cup and liner. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient's posterior column of the acetabulum was likely fractured during surgery causing shifting of the cup. A revision surgery is planned to replace the cup and liner.